Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer has received a button alarm on multiple occasions. Customer did not report anything pressing up against the button that may have triggered the alarms. Customer's blood glucose level was not impacted.